Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. The customer reloaded the same cartridge and received a minimum fill notification. The customer¿s blood glucose level was 237 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.